Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a post-operative x-ray on the day of implant, it was noted that the right atrial (ra) lead dislodged. The lead position was revised and the lead remains in use. No patient complications have been reported as a result of this event.